Event description:
It was reported to philips that ippc memory failure caused image storage and exposure issues on a allura xper fd20. The clinical use of the system was in use. There was no reported patient or user harm.

Manufacturer narrative:
Philips service replugged the memory, repaired the database, and restored the device. This report was submitted in agreement with FDA for the retrospective reporting commitment (reference: gen2400312).